Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing information. Rv lead integrity alert warning for increased sic count and 2 or more vt-ns episodes <(><<)>220 ms on (B)(4) 2015. Evidence of oversensing has been noted during vt-ns episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a suspected fracture. The lead exhibited oversensing, noise, and elevated short interval counts (sic). A transmission showed t-wave oversensing (twos) post pvc. The physician stated that the apparent oversensing on the electrogram tracings could have been from a short in the implantable cardioverter defibrillator (ICD) device itself. A clinical course of action has not been decided. The lead and device remain in use. No patient complications have been reported as a result of this event.